Event description:
On (B) (6) 2008, the physician implanted an acumed clavicle plate. At an unknown time, the plate broke while in the patient. On (B) (6) 2009, the patient underwent a second procedure to have the broken plate removed and another plate implanted.